Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, cloudy in the gel, green and yellow particles. Based on the device analysis, the final assessment is the unit is not ruptured and no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture with spontaneous seroma". These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture. Additionally, healthcare professional reported "rupture with spontaneous seroma". Device remains implanted.